Event description:
A hospital in (B)(6) reported to a distributor that the water feedset tubes of three mr290v vented autofeed humidification chambers were found leaking during use. No patient consequence was reported. It was further reported that the complaint devices were destroyed at the hospital facility.

Manufacturer narrative:
(B)(4).lot number manufacturing date quantity affected110923 09/23/2011 2 110926 09/26/2011 1the complaint mr290v vented autofeed humidification chambers were destroyed at the hospital facility. The information provided by the hospital was not sufficient to determine what had caused the reported leak. Without the complaint devices we are unable to confirm or conclude the root cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally, all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the subject mr290 was released for distribution. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Devices were destroyed at the hospital.